Event description:
Boston scientific received information that last year this device battery status showed less than 6 months remaining, then it recovered to to less than one year remaining. The magnet rate has been 90 bpm consistently. The physician will formulate a plan.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.